Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead was admitted to the hospital for a non-device related issue. The patient had a central line placed on the opposite side of the device. When the central line was pulled out, it caught the rv lead and pulled it back, such that threshold measurements increased to the point of loss of capture (loc) at maximum outputs. All other rv lead measurements were reportedly stable and within acceptable limits. An x-ray revealed no slack on the rv lead. Intermittent loc was observed at 7.5 v @ 2ms. An invasive revision procedure was performed, and the rv lead was explanted without complication. The lead did not appear to be damaged. The patient's physician was attempting to re-implant the chronic rv lead, however, due to patient anatomy, the lead was caught in the safety sheath, and after several attempts, the shocking coils of the lead appeared to be stretched. The physician elected to replace the lead. No adverse patient effects were reported as a result of the clinical observation.

Manufacturer narrative:
At this time the product has not been returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
The lead was returned to allow for reliability analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. Complete lead was returned. Visual inspection found set screw marks on the is-1 terminal pin, and the distal hv terminal pin. No discernible set screw marks were noted on the is-1 ring. Further examination noted the coil extremely stretched and deformed at the distal end of the distal spring electrode, with a 23mm gap between the eptfe and the distal end of the shocking coil. The allowable gap for this region is 0.140-inch, (approx. 3.5mm) at the time of manufacturing. The lead was also bent in this area. Electrical testing confirmed the lead to be electrically continuous. The helix was found to be retracted and functional, however, failed testing, likely due to dried body fluid, as well as the lead bend near the tip.